Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
A patient implanted for non-malignant pain reported via the manufacturer's representative (rep) they were charging too often and the y alleged the implantable neurostimulator (ins) was draining after just a couple of days. The patient only used to have to charge once a week to keep running during that time frame. There had been no recent reprogramming or changes made to which group the patient was using, and no previous overdischarge events. It was noted the patient used their device 24/7. Impedance testing was performed and all were in range except for all contacts associated with 4 and 10 were greater than 10,000. The patient's settings were 4.4 volts, 130 hertz, 120 microseconds, and 507 ohms. With this it would be 38 days from beginning of life and 17 days until end of life. Recharge statistics from the clinician programmer showed 3.8 hours was the average duration during recharging, 21.8 days was the average interval, and eight coupling boxes was the average amount of coupling achieved. On (B)(6) the patient charged to 50% in 1.5 hours. On (B)(6) they charged to 75% in 2.9 hours. On (B)(6) they charged to 75% in 4.4 hours. On september 7th charged to 100% in 2.3 hours. On (B)(6) they charged to 100% in 3.8 hours. On (B)(6) charged to 75% in 4.3 hours. It was reviewed charging seemed normal but it wasn't seen when the ins depleted. The rep. Accidentally ended the session when trying to pull the manufacturer's file. The patient was going to charge when their device ran out next so the rep. Could document it. The patient was going to be scheduling a follow-up appointment with their physician. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.